Event description:
It was reported before use the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced no label or missing label information. This event occurred 4 times. The following information was provided by the initial reporter: the customer stated the "no label on the sst tubes. Issue was raised when 4 tubes in the pack of 100 had no label on them.¿

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation? Yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: bd received 4 samples and 2 photos from the customer for investigation. The photos and customer samples were evaluated and the indicated failure mode for missing label with the incident lot was observed. Additionally, 200 retention samples from bd inventory, were evaluated by visual examination and the issue of missing label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced no label or missing label information. This event occurred 4 times. The following information was provided by the initial reporter: the customer stated the "no label on the sst tubes. Issue was raised when 4 tubes in the pack of 100 had no label on them.¿